Event description:
It was reported when using the bd vacutainer® buffered sodium citrate blood collection tubes there was foreign matter in tube biological non-biological, no label /missing label information, and discolored/abnormal additive form. The following information was provided by the initial reporter: translated to english. The customer stated: the following issues were found in tubes from lot 0209400: defective marking ×72 damaged tube ×3 dirty tube ×2 discolored additive ×2 defective tape on tube ×67.

Manufacturer narrative:
H.6. Investigation: bd received actual customer samples and 4 photos that were returned by the customer in support of this complaint. Visual examination of samples and photos confirmed the presence of defective printing, damage, foreign matter, discolored additive, and defective tape. The most likely root cause of the customer's indicated failure modes for defective printing, damage, foreign matter, discolored additive, and defective tape was determined to be related to the manufacturing process. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. See h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown (B)(4).

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate blood collection tubes there was foreign matter in tube biological non-biological, no label /missing label information, and discolored/abnormal additive form. The following information was provided by the initial reporter: translated to english. The customer stated: the following issues were found in tubes from lot 0209400: defective marking ×72, damaged tube ×3, dirty tube ×2, discolored additive ×2, defective tape on tube ×67.